Manufacturer narrative:
Same pt as MDR 96140622-2011-00075.

Event description:
Customer reported via sales rep that the product was implanted into the pt successfully. Pt was discharged. The first implant was done in (B)(6) 2010. The customer further added that about 6 months after the first implant the distal locking screw broke. The nail broke which lead to the pt having revised surgery on (B)(6) 2011.